Manufacturer narrative:
As of (B)(6) 2011, no product is expected to return nor strip lot info provided. Unable to perform in-house investigation. No further investigation will be pursued at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.4, reference: 2.1, mean: 1.75, confidence limits: 1.2 - 2.7; date: (B)(6) 2011, inratio: 1.6, reference: 1.9, mean: 1.75, confidence limits: 1.2 - 2.7. The 3.4 inr is excluded from comparison test due to pending inr lab result. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No strip lot info was available. No product was expected to be returned. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows. Pt is on amiodarone.